Event description:
It was reported that the patient experienced recurring incontinence caused by the artificial urinary sphincter (aus) fluid loss. A surgical procedure was performed to replace the system. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the cuff did not identify any damage or abnormalities. The cuff was also tested, and the leakage passed normally. The reported fluid loss was not confirmed. Based on review of all information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation., however, the reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient experienced recurring incontinence caused by the artificial urinary sphincter (aus) fluid loss. A surgical procedure was performed to replace the system. There were no patient complications.